Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the patient awoke today with a blood glucose reading of 539mg/dl with small ketones and nausea. Last night after priming around 800pm the insulin read was 171 units and was allegedly unchanged this morning at 171 units. The reporter removed the cartridge and verified insulin is in cartridge at about 170 reading. During troubleshooting, reporter primed the pump with the patient disconnected and she did: after prime during troubleshoot, the insulin read did go down to 167 units. Time and date is correct in the pump. The patient is on a back up plan and will contact the health care provider for guidance. This is being reported because of the allegation that a patient on pump therapy experienced hyperglycemia with ketones and nausea.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed a loss of prime warning that went unacknowledged for seven hours, which caused interruption of basal delivery between 11:17 pm on (B)(4) 2012 and 6:37 am on (B)(4) 2012. No basal deliveries or boluses were performed between those times and the amount of insulin in the cartridge remained the same. On testing, a cartridge with 100 units was correctly loaded into the pump and displayed on the screen. On testing, the force sensor was found to be out of calibration. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was opened for investigation and there was no damage noted to the interior pump components.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Recall # 2531779-03/24/2010-003-r.